Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of uni knee after 13 years due to broken tibial bearing and patient experiencing an offset of pain.

Manufacturer narrative:
Revision uni knee replacement to total knee replacement performed on (B)(6) 2016. Revision of uni knee after 13 years due to broken tibial bearing and patient experiencing an offset of pain. Replaced with a primary total knee replacement. Primary implant date (B)(6) 2003. Male patient, dob (B)(6) 1948. This case is not being reported by the customer, but (B)(4) employee. All available information has been provided as part of this report; no further information will be forthcoming. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary